Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. Unit received with corroded lcd board. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 281 mg/dl. The customer stated that the device is possibly exposed to moisture from sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.